Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication of any misuse or user error that could have contributed to the reported event. A review of the labeling found that it contained language regarding the reported event. Additional information stated that the coil was as a significant angle to the catheter as it entered into the aneurysm and the patient anatomy was very tortuous. Therefore, it is most likely that operational context was the cause of the reported event.

Manufacturer narrative:
Additional information from the user facility stated that the anatomy was very tortuous and the microcatheter was at a significant angle as it entered the aneurysm. The physician stated that the patient would be placed on plavix and aspirin for one year.

Event description:
During the procedure to embolize the left internal carotid artery aneurysm, resistance was encountered deploying the coil and the coil broke. The physician unsuccessfully attempted to retrieve the coil and approximately 5cm of the coil remained protruding into the parent vessel. There was no reported clinical consequence to the patient.

Event description:
During the procedure to embolize the left internal carotid artery aneurysm, resistance was encountered deploying the coil and the coil broke. The physician unsuccessfully attempted to retrieve the coil and approximately 5cm of the coil remained protruding into the parent vessel. There was no reported clinical consequence to the patient.